Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise resulting in pacing inhibition. Upon reviewing the episodes it was noted that the markers were mis-aligned.